Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implant site was "drawn or puckered, red and tender". The device pocket was surgical explored and noted to have excessive fibrous tissue, however no overt signs of infection. The device remains in use. No further patient complications have been reported as a result of this event.